Event description:
The reporting surgeon provided additional info. The replacement lens was a different power to improve the visual acuity, uncorrected. The pt was happy with the outcome.

Event description:
A surgeon reported that the intraocular lens (iol) was replaced due to bubbles and deposits on the lens. Additional information has been requested.